Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted due to an infective endocarditis. During the explant procedure, the ra lead unraveled during extraction and a tight rail mini was used to free the tip of the ra lead. A new lead was implanted. No additional adverse patient effects were reported.